Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occured due to cubie pocket failure. A field service engineer remotely assisted a customer with a failed pocket, identified muscle wire errors, ran diagnostics and resolved the issue by rebooting, after which the customer replaced the pocket. The system functioned as intended after the field service engineer troubleshooted the device.